Manufacturer narrative:
(B)(4). Device evaluated?: analysis of the pump found a gear train anomaly due to corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing. Per the initial print out, the pump contained dilaudid, bupivicaine, and clonidine.

Event description:
On (B)(6) 2015, the device was prophylactically removed to avoid in-vivo battery depletion. On (B)(6) 2015, the device was returned.

Manufacturer narrative:
Eval code-conclusion: after analysis and review, the previously reported code was updated.